Event description:
As soon as I left the dr office I began having chest pain, difficulty breathing, contraction like spasms in my abdomen. I was in excruciating pain. I could barely move without being in pain. I was given morphine at the ER and was still in pain. For several months after the implant of essure I could feel the coils and would have sharp and at times severe pain with sharp and severe cramping, and lower back pain. My menstrual cycle has increased to 10 days when it used to be less than a week, I have heavy, crampy bleeding. This is the first time in my life that I have had period problems. The pms is worse, and so is post menstrual.